Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient admission information had not been transferring from adp to the server. A technical support specialist (tss) confirmed that the issue was related to the hospital network, adt, oe, or third-party customer software. The customer was contacted and confirmed that the issue had been resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned that multiple patient admission information not crossed over adp to server. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.